Manufacturer narrative:
A ge representative evaluated the issue with the customers system. The issue was duplicated and a software patch was installed on the customers system. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.

Event description:
Issue with saving ddp's in centricity pacs 3.0.2 (linux). Changing modalities and saving an exam may cause data corruption.